Event description:
It was reported that the patient is currently experiencing pain in his hip especially after a lot of activity. The patient states that he has had pain since (B)(6) 2012.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add¿l info has been requested and if received, will be provided in a supplemental report.